Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that it was confirmed the device would not power up. As a result, the main board was replaced to correct the issue. Further evaluation of the board observed contamination. It was not determined how the board became contaminated. No damage to the device housing or evidence of tampering was found during the evaluation. The main board was scrapped. No emerging trend based on similar reports.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device displayed a red "x" indicator and would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.